Event description:
A user facility reports that during intraocular lens (iol) implant surgery, a haptic detached once the lens was in the capsular bag, resulting in a capsular tear with vitreous loss. The incision was enlarged and the lens was removed. During the procedure, the patient experienced an increase in intraocular pressure (iop). Postoperatively, the patient experienced decreased visual acuity, corneal edema and macular edema. The surgeon reports outcome as events as "poor".

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested and received.